Event description:
The customer reporter that the system intermittently locked up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, display adaptor board, image processor board, x-ray controller board, cine hard drive and mainframe backplane were replaced. The system was then found to be operating as intended.